Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant product: 407652 lead, implanted: (B)(6) 2015. (B)(4). Evaluation summary: analysis was performed and no anomalies were found, however visual summary analysis of the lead indicated apparent explant damage; full lead returned and analyzed.

Event description:
It was reported that within one week of implant, there was high threshold and no capture. The rv (right ventricular) lead was explanted and replaced. No patient complications have been reported as a result of this event.